Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nodules on her lungs and respiratory issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nodules on her lungs and respiratory issues. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. No other clinical information or medical intervention was reported. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.